Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. The formatted history file confirmed pump error 53 alarm, due to software error. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer mother states the heard the pump alarm and the screen went dim. She then restarted the insulin pump and changed infusion set and reservoir. The mother then programed a bolus and it did not record in the daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.